Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "during the tha, the surgeon could not combine the x3 insert into the trident hemispherical solid back shell due to a peripheral bone. It was because the x3 insert was impinging on it. Therefore, the surgeon removed it and implanted the insert into the cup." (Time required for removing a peripheral bone: over half an hour).